Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home in hospice care. The customer was hospitalized less than 6 months prior to passing. The cause of death was kidney and heart failure. The caller stated that the customer had kidney and heart failure that may have led to the customer's passing. The customer¿s blood glucose was 600 mg/dl on the sunday before they passed. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected over 48 hours prior to passing. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.